Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the central processing department with an unsigned note that stated, "alarm w/o any volume despite turning back the toggle to high volume." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.